Manufacturer narrative:
The suspect device has been returned for evaluation. The product was examined visually. The complaint is confirmed. The root cause was attributed to force being applied to a luer. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during preparations for a hemodynamic monitoring procedure, the pressure monitoring [pm] set was found to be leaking saline from a catheter connection. No patient injury to report.